Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance center (tac) via phone. During troubleshooting the customer informed tac that during setup, device had no display on the monitor. Tac provided remote troubleshooting assistance and confirmed the reported issue. The customer subsequently reported that facility staff resolved the issue; however, the specific corrective actions taken were unknown. As no further tac assistance was required and the issue was resolved, the case was closed. The device will not be returned to olympus for evaluation. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. No display on the monitor was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no display during inspection for use involving an olympus high definition liquid crystal display monitor. There was no patient involvement reported.